Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced a skin reaction with an impetigo infection and ¿lesions¿. It was unknown what part of the skin was affected. The reaction was treated with a prescription of unspecified oral antibiotic and an unspecified topical cream. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient was still recovering from the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.